Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fuse and the interconnect cable were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.